Manufacturer narrative:
Other text: d3, g1,2 email is: (B)(6). No product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the device did not recognize the filter tubing and displayed and error that the cassette was not attached. Multiple devices were trialed and the error persisted. The tubing was switched out with a different lot number and the error resolved. It is unknown if there was patient involvement, no adverse patient effects were reported.